Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to a burnt c1 capacitor on the computer/analog pca. The monitor did not pass incoming functional testing. The root cause for the burnt c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.